Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted concurrently with martius labial minora fasciocutaneous flap and cystoscopy due to severe intrinsic deficiency and recurrent sui.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, vaginal scarring, fistulae. It was reported that on (B)(6) 2004, (B)(6) 2006 patient underwent mesh revision/removal. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.